Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was cracked and chipped out on lower left front corner of top case, right plunger case cracked at top surface, missing plunger case seal, battery door cracked at screw holes and one pole clamp stop bracket missing from pole clamp bracket assembly. Occlusion testing was able to duplicate the motor rate error. The root cause of the reported issue was found to be normal wear. Combination of motor assembly, worm gear, leadscrew and clutch halves were found old, dirty and worn out. Replaced motor assembly (stepper motor included), worm gear, leadscrew and clutch halves. Performed occlusion test and all functional testing which passed. D4 (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that there was a motor rate error. No patient injury was reported.